Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the display of the pt's homechoice machine during dwell 7/8 of her automated peritoneal dialysis therapy. Per initial report, the heater bag became disconnected from the supply line of the home choice set for an unknown reason during the priming cycle. The home pt asked respiked the bag and attempted to complete therapy using the same supplies. Baxter's technical service center assisted the pt in ending early. No pt injury or medical intervention was indicated at the time of the initial report.